Event description:
On (B)(6) 2010, patient reported that insulin spilled inside the infusion device during the change the cartridge process. Patient stated he changed the insulin cartridge but not the infusion tubing. Patient reported he attempted to bypass the priming process, but the infusion device displayed an e11 (set not primed). Patient reported he went through the change the cartridge process several times and in the process spilled insulin inside of the cartridge compartment. Patient stated there was enough insulin spilled inside of the infusion device to pour out. Patient reported he dried out the insulin from the infusion device. Assisted patient through the change the cartridge and priming processes successfully. Patient reconnected to the infusion site and placed the infusion device into run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.